Event description:
The customer reported approximately 50 mls to 100 mls of fluid leaked inside the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The customer was wearing goggles, gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the tubing disconnected at the pinch valve pv43. The fse replaced the tubing and the instrument ran without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).